Manufacturer narrative:
The sample was received with an opened pouch. Visual inspection was performed and found an embedded particle matter of a size of 1.50 tappi in the patient line tubing, determined to be degraded material discharge from the spiral die that was melted on the tubing. Underwater pressure test at 8 psi was performed and no abnormality observed for the sample received. The reported issue was verified. The cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was found inside the homechoice cassette. This was found during set-up. There was patient involvement but no patient injury and no medical intervention. No additional information is available.